Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end and marksman catheter that was damaged during the procedure. The patient was undergoing a procedure for flow diversion treatment of an unruptured wide-neck amorphous left internal carotid artery (ica) c4 segment aneurysm. The aneurysm max diameter was 24.7mm and the neck diameter was 12mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered with pru level of 200. It was reported that the devices were prepared as indicated in the instructions for use (IFU) and the catheter was flushed per IFU. A triaxial access system was routinely established. The marksman microcatheter was navigated with the guidewire to the straight m1 s egment of the middle cerebral artery (mca). Then, through the guidewire from the long sheath, an echelon microcatheter was guided into the aneurysm for back-up. The pipeline was delivered to the m1 segment and the marksman was retracted to deploy the pipeline stent but the distal tip of the pipeline was difficult to open. Repeated adjustments were unsuccessful in opening the stent so the pipeline was resheathed and removed with the microcatheter. Once removed, rupture damage at the distal end of the marksman catheter was observed. Less than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was resheathed more than 2 times to try and open the stent without success; no other steps or devices were tried to open the pipeline. The pipeline was not positioned in a vessel bend. A new pipeline and a phenom 27 microcatheter were then used to successfully complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed the replacement pipeline adhered very well and the contrast agent was obviously retained in the aneurysm.

Manufacturer narrative:
H3: the pipeline flex device and marksman micro catheter were returned for analysis within shipping box; within a sealed plastic biohazard pouch; within an opened pipeline flex w/ shield inner pouch and within a resealable plastic pouch. The already deployed pipeline flex braid was returned within a syringe. The opened marksman inner pouch was also returned. Visual inspection/damage location details: no damages or irregularities were found with the marksman catheter hub. The pipeline flex pusher was found extending out the hub ~74.8cm. The marksman micro catheter body was found broken at ~129.9cm. The distal segment was not returned for analysis. The pipeline flex pusher was retracted out of the marksman with no resistance encountered. The pipeline flex hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. One braid end was found fully opened, severely damaged, and frayed. The other braid end was found fully opened, damaged, and frayed. Testing/analysis: the marksman micro catheter total length was measured to be ~129.9 and the usable length was measured to be ~122.1cm. Therefore, the missing distal segment length is ~27.1cm ± 3cm. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was confirmed ¿damaged during delivery/retrieval¿. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, vessel tortuosity as severe, pipeline was resheathed more than 2 times, and pipeline was not positioned in a vessel bend. It is likely the severe patient tortuosity and resheathing more than two times contributed towards the failures. The customer report of ¿catheter rupture¿ was not confirmed. However, the catheter was found broken. Possible causes for catheter separation/break are user advances/retrieves device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, more than 20cm of traction was applied, fast catheter retrieval technique or user applies excessive force. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported during the first delivery, the microcatheter had no resistance. After the resistance was found later, the system was withdrawn and it was found that the stent tip and marksman tip had been damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.